Event description:
It was reported that the patient became disconnected from the ventilator three times in one day. The customer reported the [patient circuit] hose is too large for the connection as it does not stay fit. No patient harm reported.

Manufacturer narrative:
Na